Manufacturer narrative:
(B)(4). Batch # m54t32. The analysis found that one ec60a device was returned in good visual condition and with an ecr60d cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/16. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastroplasty procedure, during the second stapling with the golden load, the fired presented different sound and different feeling in the hand, even during the passage of the blade. After opening the stapler, we observed that the staples were not fired in the stomach side, the staples remained open and they not formed the expected form of "b". Therefore, the staple line opened. It was necessary perform a manual suture to get a correct closing. It was respected the time of fifteen seconds to start shooting and as this event occurred in the second shooting, there was no migratory staple. Another device was used to complete the procedure. There were no adverse consequences for the patient.